Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link connector disconnected from an unspecified set. The reporter stated that ¿a simple ¼ turn of the IV tubing above the threaded connector will pop-off the tubing from the one link.¿ this occurred during product testing done by the customer. There was no patient involvement. No additional information is available.